Event description:
It was reported that a patient underwent a pelvic floor repair procedure in (B)(6) 2006. The patient underwent an excision of extruded mesh in (B)(6) 2006. The patient was well until 2012 when a mesh extrusion was diagnosed. The mesh excised with granulation tissue and closed using sis mesh as a biological scaffold. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.